Event description:
The initial reporter alleged a possible false negative result with the elecsys anti-hcv ii assay on the cobas 6000 e601 module. On (B)(6) 2020, the sample was tested using the abbott architect and generated a positive result of 2.64 s/co. On (B)(6) 2020, the same sample was tested using the elecsys anti-hcv ii assay and generated a negative result of 0.028 at 09:49. On the same day, the sample was tested using the sunrise elisa and diasorin liasion assays, both of which generated positive results, with the diasorin liasion reporting a value of 2.0 s/co. On (B)(6) 2020, the same sample, stored at 4-8°c, was re-tested using the elecsys anti-hcv ii assay and generated a negative result of 0.027 at 14:26. Subsequent testing of the sample was performed using the elecsys anti-hcv ii assay on the cobas 6000 e601 module, which generated a non-reactive result. Additional testing with the fujirebio innolia hcv score assay produced an indeterminate result.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Testing of the sample using the elecsys anti-hcv ii assay on the cobas e 601 analyzer produced non-reactive results, while additional testing with the fujirebio innolia hcv score assay yielded an indeterminate result. No patient history or hcv rna results were available to support further analysis. A definitive root cause for the reported event could not be determined based on the available information. The investigation concluded that the elecsys anti-hcv ii assay result cannot be excluded as correct negative.